Event description:
Fmc product complaint received for investigation. Stated complaint is internal "blood leak" during the 11th use of the dialyzer. Estimated blood loss 250cc. No medical intervention. Notified that actual sample is available.